Event description:
Difficult to remove during extubation.

Manufacturer narrative:
A difficult extubation was reported. Due to this, the patient had inspiratory stridor which required steroids and racemic epinephrine administration. The patient was admitted overnight for observation and ongoing treatment. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.